Event description:
Issues with the battery charging were reported by the customer. There was no reported impact to the customer's blood glucose level. The customer did not request follow-up, and no further information or corrective actions were undertaken, as the device was still under warranty and a new device was not needed.